Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. When the low results were discovered by the lab, the ise system was recalibrated, qc was run , and samples were re-tested. The repeated na results were about 6meq/l higher. Actual results were not supplied. The na results were reported out of the lab. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Prior to the event, the ise system was calibrated and qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse replaced the na electrode. The fse went to the customer's lab a few days later and found that the heating system was not working and the lab temperature was fluctuating. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.